Event description:
Boston scientific received information that during a change out procedure they were performing defibrillation threshold (dft) tests and the device was "fried". It was reported that they had hv leads reversed in the header. Boston scientific technical services (ts) was contacted and it was questioned if this could have caused the device to be "fried". Ts advised that the hv leads reversed in the header by themselves could not cause this to happen. No additional information was given at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time the status of the device is unknown. This investigation will be updated if additional information is received.